Event description:
During a transfemoral tavr procedure, there were difficulties withdrawing the partially inflated nf+ delivery system balloon into the 20fr esheath and the balloon distal tip separated from the catheter. The 29mm sapien xt valve was positioned 70:30 aortic/ventricular (a/v) and was deployed on the same position. Post deployment there was no central leak and trace paravalvular leak (pvl). There was no pericardial effusion and no issues with the coronary arteries. After turning off the rapid pacing the patient did not recover, the blood pressure was very low and CPR was started. During that time the balloon catheter was retracted from the annulus. During deflation, the plunger of the atrion was pulled negative only one time, removing 16cc of contrast solution from the balloon and inadvertently leaving 33cc in the balloon catheter. Once the patient's hemodynamics stabilized it was decided to remove the delivery system. Fluoro was not used to remove the device and it was not known that the balloon was still partially inflated. This caused difficulty retrieving the balloon into the esheath, as the partially deflated balloon got caught up on the esheath¿s tip. They pulled hard on the catheter, causing a separation of the balloon tip (including the nose cone, part of the balloon, and part of the balloon shaft) from the device. The balloon tip remained on the wire. When the rest of the catheter was pulled out it caused the esheath's seam to split on almost its entire length, causing difficulties to retrieve the separated balloon tip. It was decided to replace the esheath with a new device. A 2nd 20fr esheath was then advanced up to the balloon tip and the whole esheath and nose tip were removed as a unit. An angiogram revealed a femoral artery dissection that was repaired with a cover stent. The patient was stable at the end of the procedure. The cause of the withdrawal difficulty and nose tip separation was discussed with the physician. User error - inadvertently the partially inflated balloon was pulled through the patient's anatomy without the fluoro on was perceived as the cause of the events.

Manufacturer narrative:
Per the instructions for use (IFU), balloon separation is a potential risk of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. A partially inflated balloon increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: do not use excessive force when removing the balloon. In this case, the exact root cause of the withdrawal difficulty and delivery system balloon separation cannot be confirmed, due to the device unavailability (it was discarded by the facility). However, the events were likely caused by procedural factors (user error ¿ using excessive force to remove the partially inflated balloon through the sheath). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2015-00219.